Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. An x-ray was performed and noted a fracture on the proximal portion of the lead. Outputs were increased and the lead remains implanted and in service. No adverse patient effects were reported.